Manufacturer narrative:
Technician found that the caster brake would lock and hold, but caster would rotate if pushed on the side. Replaced brake caster to resolve this issue. Bed in storage area.

Event description:
Information alleged that the brake would lock and hold, but caster would rotate if pushed. No pt injury alleged.